Event description:
Dr attempted to reposition the implant 13 days after placement and was unable to separate the healing cuff from the implant which resulted in removal of the implant. Pt is reportedly fine.